Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be related to procedural conditions and due to visualization difficulties. Migration (partial clip movement) per the physician was due to thin leaflets and difficulties visualizing the clip. Image resolution poor was related to procedural conditions associated with suboptimal imaging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+ on a patient with thin leaflets and a pre-existing hiatus hernia. A triclip xtw was inserted and advanced under the valve. However, difficulties visualizing the clip occurred, the clip became caught in chordae. Troubleshooting was performed, but it was not possible to retract the clip into the right atrium. Therefore, the clip was implanted where it was stuck, attached to both leaflets, with chordae. However, after the clip was deployed, it was observed that the clip partially detached from the lateral (anterior) leaflet and remained fully attached to the septal leaflet (partial clip detachment). The procedure was completed with no additional clip implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.